Manufacturer narrative:
Final evaluation of product completed (B)(6) 2015.

Event description:
Prosthetic patient walking upstairs when the prosthetic foot came off. Pt started to fall but was caught prior to falling.